Manufacturer narrative:
The customer reported tissue not sticking to white x-tra slides non-clipped (1440), p/n 3800200ae, lot 4900074660. Trending analysis from 04 dec 2024 to 04 dec 2025 reported no (0) other related occurrences of this issue for this product lot. The product history was reviewed and did not identify information in the manufacturing record for this product that could have caused or contributed to the problem reported in this complaint. Retain samples were unavailable for testing. The root cause could not be unequivocally determined from the information available. If additional information is received a follow up report will be submitted.

Event description:
On 05 december 2025, a complaint was raised with the following information: "the tissue do not stick to the slides". On (B)(6) 2025, the leica senior applications consultant advised that there was additional tissue available for re-staining and no patient required a re-biopsy as a result of this event. On 26 december 2025, the leica senior applications consultant advised the leica associate, quality assurance that the awareness date for this event was 24 october 2025.